Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. Also, after evaluation, the side of the battery housing connector was cracked. The root cause of the loose busbar cannot be positively identified. The root cause for the cracked housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.